Event description:
The following info is from the article published in the journal of catheterization and cardiovascular intervention, closure of secundum atrial septal defects with the amplatzer septal occluder device: techniques and problems. An amplatzer duct occluder had to be retrieved after it embolized to the iliac bifurcation. The device did not cause any obstruction to arterial flow. Snaring the delivery pin was attempted, but was not successful. Eventually, a sufficient amount of the device body was snared into the orifice of a large sheath and the whole ensemble was then able to be pulled through the femoral artery.

Manufacturer narrative:
The results of this investigation are inconclusive because the product was not returned for analysis, and add'l info has not been received.